Manufacturer narrative:
The failure investigation has been completed and the alleged battery and cartridge change error issues were verified while based on the analysis, the alleged hardware issue could not be verified.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. Customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.